Event description:
The hcp reported the pt had the pump refilled on a friday and, over the weekend, presented to the emergency room with overdose symptoms including coma. The pt was since been seen in followup at the clinic where they aspirated the pump with the expected volume the same as the actual volume.